Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. Although two pieces of mesh were placed, the medical records provided only list one bard flat mesh used in the procedure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on limited medical records and the attorney's legal claim reported to davol by the patient's attorney: (B)(6) 2001 - patient was diagnosed with stress urinary incontinence (sui) and underwent a laparoscopic urethropexy with implant of a bard/davol flat mesh. During the procedure two pieces of mesh were placed within the space of retzius. (B)(6) 2014 - patient underwent an unspecified pelvic procedure with implant of a non bard/davol "prolene" mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due to additional information provided. Additional information provided indicates the patient underwent implant of an unspecified mesh approximately thirteen years post implant of the bard flat mesh. Medical records also indicate that "two pieces of mesh, each approx. 2 x 1 inch were placed within the space of retzius." There is no indication that more than one flat mesh was implanted in the 2001 procedure, it appears at this time that the surgeon tailored the mesh into two separate pieces. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2001 - the patient was diagnosed with stress urinary incontinence and underwent a laparoscopic urethropexy with implant of a bard davol flat mesh. Per operative details "two pieces of mesh, each approx. 2x1 inch were placed within the space of retzius. These were attached to the paravaginal fascia at least 2cm away from the midline at the level of the mid urethra to the uterovesical junction. Four tacks were placed on either side. The mesh was then elevated and attached to cooper's ligament." On (B)(6) 2014 - the patient was diagnosed with abnormal uterine bleeding, menorrhagia and recurrent stress urinary incontinence. The patient underwent a total vaginal hysterectomy with mccall's culdoplasty and transobturator mid urethral sling (unspecified). There was no mention of any involvement or visualization of the bard flat mesh.